Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the implant procedure of the subject device, connection issues were incurred by the physician in the rv channel. It was reported that when the rv connector was attempted to be fixated to the device, the physician could not hear the screwdriver click sound indicating appropriate tightening of the set-screw. After several attempts, clicking of the screwdriver was obtained, however, the screwdriver was difficult to disengage. The physician indicated that the lead was fixed and the device was subsequently implanted.